Manufacturer narrative:
Note that imdrf annex a0404, c070606, d02 and g0301201 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an under infusion of cytarabine. When the rate was verified, the medication was infusing slower then expected. The pharmacy was contacted and indicated to continue the infusion with the current pump set up. There was patient involvement, but no harm.

Event description:
It was reported that there was an under infusion of cytarabine. When the rate was verified, the medication was infusing slower then expected. The pharmacy was contacted and indicated to continue the infusion with the current pump set up. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of an under infusion was not confirmed through log review or reproduced during laboratory testing. Laboratory testing showed the pump module was delivering fluids within specification. Review of the pcu event log, on 10 june 2024 at 1:32:18 pm, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel b. The user selected ¿no¿ to ¿new patient.¿ the profile in use was identified as ¿heme onc¿. At 4:24 pm, the pump module was selected and programmed to start an infusion. Between 5:39 pm and 8:41 pm, the volume was cleared and was restarted. On 11 june 2024 at 3:10 am, the pump module was selected and delayed by 20 minutes, 9 minutes later the delay was cancelled. Between 3:19 am and 3:44 am, the pump module was paused and restarted four (4) times. At 3:46 am, the pump module was alarmed by occluded patient side and was restarted. At 4:46 am the infuse was completed and the pump module was selected two (2) times rate= 41.7 ml/hr. At 8:10 am, the pump module was alarmed ¿air in line¿ before being the system powered off. The setup of the system and the medication bag at the time of the reported event could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Inspection and laboratory testing of the event administration set could not be performed because the set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported under infusion was not identified during the investigation. The root cause for the patient side occlusion back pressure was not identifiable during the investigation. The pump module was found to be infusing and detecting occlusion pressure within specification during laboratory testing. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that there was an under infusion of cytarabine. When the rate was verified, the medication was infusing slower then expected. The pharmacy was contacted and indicated to continue the infusion with the current pump set up. There was patient involvement, but no harm.